Event description:
The customer reported to olympus, the flex video scope was leaking from the lens. It is unknown when this malfunction was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to damage on the switch flexible printed circuit cover, an image is frozen and recorded on its own. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to a dent on the distal end and damage on the light guide cover glass water tightness was lost; bending section cover, light guide cover glass, switch 1, video connector, video connector case, right/left lever, light guide connector, angulation lever, forceps elevator lever (surgical product), right/left plate, up/down plate, grip, and control unit all had a scratch; adhesive on bending section cover had a chip; and due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.